Event description:
It was reported that a catheter migration/dislodgement occurred. During a routine pump replacement, the existing catheter was observed to be out of the desired position. It was going south in the spinal canal and was in the sacral region. A new catheter was placed. There were no signs or symptoms associated with the event. At the time of the report, the patient was without injury. The device system was used to deliver compounded baclofen and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4).